Manufacturer narrative:
Date of event, test, and therapy: estimated date. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device via a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, the lever was closed completely and the proglide device was removed. Upon removal it was noticed that the foot hadn't retracted all the way and vessel damage occurred. Manual compression was applied to treat the vessel damage and to achieve hemostasis. A blood transfusion was also given; however, it was not reported as to why it was given. Hospitalization was reportedly prolonged. The patient outcome is reportedly fine. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.